Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device was generating heat. It was further observed that the device had corrosion/rusting/pitting, foreign substance/debris/cleaning/sterilization, cord damage, and illegible etch. It was determined that the device was making excessive noise. It was further determined that the device failed pretest for visual assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, noise assessment, air pump assessment and handpiece temperature assessment. It was noted in the service order that the device was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of heat identified during service and evaluation was confirmed. The assignable root cause was determined to be due to maintenance, which is improper maintenance. UDI: (B)(4).